Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, while the physician attempted to grasp the guidewire with the snare, it would not close completely. It was disassembled and reassembled but still did not work. The physician used forceps to track the peg tube over the guidewire with some difficulty. The peg tube detached at the transition zone outside the patient. No damage was visibly noticed with the connector or snare. The procedure was completed with a new endovive peg safety push kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of peg tube detached. (B)(4) for the reported event of difficulty advancing the peg tube. (B)(4) for the reported event of difficulty closing the snare. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A physical examination of the snare found the device to have been disassembled by the customer. The cap was loosened on the handle and the sheath and strain relief slid toward the distal end and both were found to be properly flared. The handle cannula remained securely attached to the handle assembly and the vinyl connector cap, insert and set screw were intact. It was noted during the investigation that the condition of the returned unit was consistent with the complaint incident that the snare was broken/detached. The snare components met specifications but due to disassembly, it cannot be determined how the snare failed during use. Therefore, the most probable root cause of "undeterminable". An examination of the peg safety push device found it to have separated at the transition. The thermoformed tubing was pulled away from the joint and the connector had been broken into two pieces. On examination of the connector fracture surfaces, it is possible that the device had undergone torsional and/ or bending forces during the placement attempt which most likely caused the damage found. Additionally it is possible that patient anatomy presented a torturous path which can cause difficulty during product placement. It was noted during the investigation that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is "operational context". A DHR review showed no non-conforming events or any deviations. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, while the physician attempted to grasp the guidewire with the snare, it would not close completely. It was disassembled and reassembled but still did not work. The physician used forceps to track the peg tube over the guidewire with some difficulty. The peg tube detached at the transition zone outside the patient. No damage was visibly noticed with the connector or snare. The procedure was completed with a new endovive peg safety push kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.